Event description:
The account alleged the welds are broken on the siderail upper pivots and the siderail will not latch.

Manufacturer narrative:
A new right head siderail was sent to the account to repair the bed.